Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal pain which was thought to be a manifestation of possible ¿chronic peritonitis¿. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported there was ¿no treatment at present¿. Dianeal therapy was ongoing. At the time of this report the patient was not recovered from the event. No additional information is available as the reporter has declined to provide further information.